Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had a b30 scope communication error and smelt like something was burnt. The issue occurred during a diagnostic colonoscopy procedure and it was completed with another device. It was noted that the procedure lasted 22 minutes and it took longer than expected as the patient had to be moved into another procedure room to use a different processor and scope. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The error message was unable to be reproduced. It was noted that there was corrosion inside the scope socket tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.